Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of two inappropriate shocks in a single episode. It was reported that the patient was performing light work at the time of therapy delivery. The physician was going to consider programming options. Additional information was received which reported that this patient received another inappropriate shock due to t-wave oversensing. The episode was non-isolated. The device was re-programmed. At this time, the system remains in service. No additional adverse patient effects were reported.